Event description:
It was reported that a male patient, initial knee implanted in (B)(6) 2022, mentioned having some difficulties with mobility and needed pain medication due to discomfort after his knee replacement surgery. The party indicated a revision in (B)(6) 2025. No further information available.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, b5, d1, e2, e3 and h6 - health effect - impact code and component code if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, initial knee implanted in (B)(6) 2022, mentioned having some difficulties with mobility and needed pain medication due to discomfort after his knee replacement surgery. The party indicated a revision scheduled (B)(6) 2025. It is unknown at the time of reporting if the scheduled revision took place. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. The following sections were corrected: b3: event date does not apply d6b: explant date does not apply h10: should be blank.